Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the screwdriver was inspected and it was found that the tip was fractured. No relevant manufacturing issues were identified as all units met stryker specifications. The device was manufactured in 2005, making it over 11 years old at the time of the event. Conclusion: the most likely root cause is wear due to the device's extended use.

Event description:
It was reported that; connector driver broke at distal end of shaft when engaged into the axial rod to rod connector.

Event description:
It was reported that; connector driver broke at distal end of shaft when engaged into the axial rod to rod connector.